Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead was oversensing noise. Programming changes were made to resolve the oversensing. The patient was in stable condition.